Event description:
It was reported that the novashield injectable nasal packing was used for a bilateral frontosphenoethmoidectomies with antrostomies. The physician reported that two weeks after the fess procedure, the patient experienced synechia (adhesion(s)) as well as poor drainage. The patient was prescribed saline irrigation and was compliant with the physician's instructions. Follow-up with the physician indicates that the patient is currently doing fine.

Manufacturer narrative:
Patient age: (B)(6). Patient weight: (B)(6).

Manufacturer narrative:
(B)(4). Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.